Event description:
During follow-up, premature battery depletion was observed. The physician elected to take no further action and to monitor the patient at follow-up appointments. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Interrogation of the device revealed the device was above the elective replacement indicator (eri) when received. A longevity calculation was performed and found the high current accounted for the battery depletion. Electrical testing revealed high current drain from the hybrid. An anomalous capacitor in the hybrid was found to be the cause of the high current drain and premature battery depletion.

Event description:
Additional information received indicated the device was explanted to resolve the event. The patient was in stable condition following the procedure.

Event description:
Additional information received indicated abbott technical support was contacted and premature battery depletion was confirmed due to decreased battery voltage curve and increased daily current drain values. Replacement was recommended however no further intervention was performed and the patient will be monitored at follow-up appointments. The patient was in stable condition.